Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual inspection and functional testing. The controller ac adapter was able to adequately provide power to a test controller and the green status led indicator illuminated; no abnormalities were observed. Log file analysis did not reveal any power disconnect alarms within the analyzed period. As a result, the reported event could not be confirmed. A possible root cause of the reported event can be attributed, but not limited, to a marginal connection between the controller and controller ac adapter or a marginal connection between the controller ac adapter and the extension cord that was reported to have been in use at the time of the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter exhibited a poor mechanical connection. The green light of the controller ac adapter repeatedly turned on and off causing the power supply to become unstable, and then the power disconnect alarm sounded. It was noted that at the time of the event the controller ac adapter was connected to an extension cord as the patient was ambulating. Later at the hospital, the alarm was not reproducible. While checking the equipment, the green light of the controller ac adapter turned on and off. The controller ac adapter and the cable were reconnected, and the green light did not disappear and a stable power supply was provided. The controller ac adapter was replaced. No patient complications have been reported as a result of this event.